Event description:
The hcp reported the baclofen was being titrated down. Was at 2000mcg/ml at 91.3mcg/day and the hcp put in 500mcg/ml and programmed a complex continuous dose of 0.94mcg/hour for 71 hours and 51 minutes. The next day, the patient presented with urinary retention and decreased muscle tone. A follow up report will be sent when additional information is received.